Manufacturer narrative:
Patient information and event date were both requested, but no response received from the customer.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower, cpu board and motor controller (mc) board shows that the blower assembly as well as the mc and cpu boards were installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 12 hours without any errors occurring.